Event description:
The customer reported being hospitalized due to low blood glucose levels, with a reading of 30 mg/dl. The customer was unconscious at the time of the event. Troubleshooting was performed, and the insulin pump programming was correct, except for the time and date. Assisted the customer with the correct time and date. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.